Event description:
Description of issue was "high pressures due to lack of sedation and the ventilator stopped alarming and ventilating the patient. The patient became hypoxic in the 60's for a minute or two. They corrected everything and when they connected the patient back to the vent, they didn't have any other problems." From logs low oxygen and oxygen supply failure were the only issues found on (B)(6) 2023.